Event description:
Report received of over-delivery of a chemotherapeutic agent. It was reported that on the event date the pt was receiving an unspecified chemotherapy drug at 21ml/hour with a volume to be infused of 509ml. The medication had a volume of 9ml that was added to a 500ml bag of unspecified IV fluid. It was reported that the entire bag of 509ml infused in 16 hours instead of the intended time of 24 hours. According to the customer contact, when the bag was empty, the pump display indicated that approximately 330ml had been infused. The medication was reported to be red and caustic and there was no indication that the medication had leaked out or was spilled. There was no reported adverse pt event. The md was notified and no medical interventions were required. The pt had received the same infusion 2 days earlier with the same pump and delivery was accurate over that 24-hour period. Though requested, no further info was available.